Event description:
Device report from synthes reports an event in united (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure the screws would not engage in the plate screw holes. No further information was provided. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: part #: 02.211.016s, lot #: 8l80673. Manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 16 nov 2021, expiration date: 01 nov 2031. Non-sterile part: part #: 02.211.016, lot #: 472p119, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 29 oct 2021, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.